Manufacturer narrative:
Section d10: concomitant products: 38+0 liner. Humeral stem. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 67 y/o female patient had a revision of the left shoulder for an unknown reason. Patient's humeral stem, humeral tray, and liner were revised. Patient was revised to new exactech components. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation due to being against hospital policy.

Manufacturer narrative:
Section b5: additional information received indicates that the humeral stem was loose and appeared to have moved in the canal. No additional information available. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. The revision reported may have been due to humeral loosening. However, the reported humeral loosening could not be confirmed from the reported information. Additionally, potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.